Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Both blades of the instrument were observed to be bent. Under microscopic inspection, no witness marks from the needle tip impacting the beveled wall were observed. Sheering on the toggle switches was observed. The blades were bent back into place. The instrument was then loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Product analysis suggests the product was used in a surgical procedure. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y the surgeon was using the suturing device and when he toggled the device the needle stayed in the tissue, which was able to be retrieved with use of x-ray.

Manufacturer narrative:
The needle was retrieved without the use of an x-ray. This is no longer a serious injury. The file has been updated to a malfunction.

Event description:
The needle was retrieved without the use of an x-ray.